Event description:
It was reported that the touch panel of the programmer failed to sense the touch control correctly and failed to complete programming/reading parameters on the programmer. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the customer comment that the touch panel responded incorrectly, the overlay and the stylus were verified to be out of alignment and the overlay was therefore replaced. It was further noted that the programmer powered up to a 0502 error and the media processing unit board was therefore replaced and the hard drive reimaged. Analysis also found that the lower handle was broken, that the system fan had a damaged wire and that the nylon spacer was broken. All were replaced to resolve. Concomitant product: product ID 229047, software analyzer. (B)(4).